Event description:
It was reported that the insulin pump alarmed no delivery during the fill tubing process. The blood glucose reading was 110 mg/dl. The customer stated that, during a fixed prime, insulin did exit and the insulin pump alarmed no delivery. She used the plunger to push insulin from the reservoir and reported that insulin did exit the tubing, but she noticed greater than normal resistance during the process. She was advised that the alarm had been caused by an infusion set or reservoir occlusion and to replace both supplies. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.